Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore initial reporter information is not provided due to country privacy laws. Device manufacturer date currently not available. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
Ge healthcare's investigation indicates that the mr system and the shim lead did not malfunction. Service directions were confirmed to be correct with appropriate cautions. The field engineer had not properly prepared and positioned their face in the path of the shim lead that they were attempting to disengage. Proper actions that should have been taken to prevent injury have been discussed with the field engineer. No further actions are required at this time.

Event description:
It was reported that while a field engineer was attempting to remove shim leads, one of the shim leads was difficult to disconnect. When the shim lead released, it flew back and hit the field engineer in the mouth, breaking an incisor tooth in half. The field engineer sought the treatment of a dentist who removed the nerve.